Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed followings; the nozzle was clogged with foreign substances. The angle wires were stretched. There was a gap in the adhesive of the bending section rubber. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus (B)(4) inspected the device and found that the distal end cover was cracked and there was a gap in the adhesive. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The additional device inspection by olympus medical systems india private limited (omsi) confirmed followings; there was dirt on the inside of the light guide lens of the distal end. A leak was found from the distal end cover. Foreign matter was adhered around and under the forceps elevator. This event was found when the distal end cover was removed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported phenomenon of dirt inside the light guide and dirt around the forceps elevator. The exact cause of the reported event could not be conclusively determined. However, based on the inspection results by omsi, olympus medical systems corp. (Omsc) assumed that the dirt inside the light guide lens was caused by gap of light guide lens adhesive. This gap may have been caused by physical stress, chemical stress, storage environment and aging deterioration. And based on the investigation results of similar events in the past, omsc assumed that the foreign matter around the forceps elevator was caused by insufficient reprocess due to user handling. If significant additional information is received, this report will be supplemented.